Event description:
It was reported the pt is experiencing swelling and discomfort described as a warming of the area near the ipg pocket. The pt reportedly continues to have effective stimulation. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.